Event description:
The user is disagreeing with the "no shock advised" notification given by the device during a patient use event. The patient did not survive.

Manufacturer narrative:
Update to become aware date only.